Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a beep anomaly. The customer¿s blood glucose during the incident was 13 mmol/l. Customer was advised to adjust the audio volume to 1 and pressed save and listen the beep. Customer was advised to adjust the audio volume to 5 and pressed save and listen for beep. Customer stated that they did not hear the beep when the setting of audio volume was saved. Customer was advised to replace the insulin pump as well as revert the plan of health care professional. The device will return for the analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 (variable 3) was present in the device trace download and pump error 63 (variable 3) alarmed during self test due to broken trace at pin on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.